Event description:
On (B)(6) 2016, osteomed was notified that the plate is deformed following implantation.

Manufacturer narrative:
The root cause for the bent 2.0mm, 8 holes straight lcdc plate, p/n 333-2022, could not be determined. A single plate, a 2.0mm, 8 holes straight lcdc plate, p/n 333-2022, was returned to osteomed for evaluation. The plate was contoured slightly during surgery, about 3° per x-ray analysis. An external force, or forces, was applied sometime during the 6 weeks between surgery and the failure of the plate. This force could be attributed to patient noncompliance, or due to excessive bending by the surgeon while contouring which weakened the plate. Both potential causes are warned about in the IFU and stg. There have been no other failures for this plate in the past year. The review of the DHR doesn't identify any non-conformances with release. The review of complaints and ncrs did not identify a similar issue for this part in the last year. The hand plating system risk analysis document includes an assessment of this type of failure. The overall risk score is low. This issue will be monitored through routine trending.